Event description:
It was reported that the patient's pump was empty since she was one month past her refill date. The patient's parents did not note any increased symptoms or alarms. The physician's office contacted the parents and requested the patient be brought in for refill. The patient was admitted to the ICU for refill and started on a versed drip. The nurse had difficulty aspirating and filling the reservoir during the refill. It was noted that the needle was under the skin and came out of the refill port during the refill, it was determined that a partial pocket fill had occurred. The patient experienced only slight sleepiness for about four hours following the pocket fill. No interventions were needed. The physician performed a pump refill three days later without difficulty. The patient was discharged from the hospital and doing fine. A follow-up call from the patient's mother a week later noted that patient was still doing fine. The patient's pump contained compounded baclofen.